Event description:
Burn rn reports the flexiflo companion enteral pump did not alarm when the tube feeding (continuous) ran empty. Manufacturer response for enteral feeding pump, flexiflo companion: manufacturer will be notified by means of this medwatch.